Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports. Exact treatment date not known.

Event description:
Clinic reported several months after the issues resolved that they had a patient with prune-sized abscess that was treated with incision and drainage and oral antibiotics. Healed with no problems.